Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Functional testing was performed. The customer's reported issue was confirmed through functional testing. The root cause was the faulty speaker. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when nothing was added on to the disposable end, and the unit was on, water was recirculating. The disposable alarm does not alarm as it should. There was unknown patient involvement and unknown patient harm/adverse event reported.